Manufacturer narrative:
(B)(4). Additional information: the device was returned and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and blown fuses were found in the power entry module. The reported condition was verified. The cause was a hardware problem. The blown power entry module fuses were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sparks came out of the back end of the homechoice when it was turned on. There was no patient injury or medical intervention associated with this event. No additional information is available.